Manufacturer narrative:
A device history review was conducted for lot number 2250336. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based upon the description the noted material is most likely silicone lubricant used in the assembly process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Since no samples displaying the reported condition were received a potential root cause could not be defined. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd¿ luer slip tip syringes had foreign moisture in them. The following information was provided by the initial reporter: "we have a recent complaint from a customer that is seeing significant moisture inside all of syringes in their packs.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ luer slip tip syringes had foreign moisture in them. The following information was provided by the initial reporter: "we have a recent complaint from a customer that is seeing significant moisture inside all of syringes in their packs."